Event description:
Related manufacturer reference number: 1627487-2022-05478. It was reported the patient lost effective coverage due to the s2 and t12 drg leads migrating. The patient underwent an unrelated hernia surgery and noticed an increase in pain thereafter. The issue was confirmed via x-rays. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The allegation is against 1 of two products. However, it is unknown which component, therefore all potential components are being listed. Additional components potentially involved in the event include: serial: (B)(4). Batch: 8372331. UDI: (B)(4). Model: mn10450-50a. Kit implantable slim tip lead, 50cm.

Event description:
Surgical intervention took place on (B)(6) 2022 wherein the migrated leads were explanted and replaced. Therapy was restored post operatively.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.